Event description:
Obturator pudendal nerve damage; gynecare medical mesh tvt-o was placed to prevent organ prolapse - didn't work = infection, wound dehisced, large seroma. Left ovary prolapse, shrank. Degraded, leaches toxins, eroded into bone and caused impingement of multiple pelvic nerves. Extensive medical record file. Product disabled me permanently in (B)(6) 2010. And the nerve pain this product causes is mind blowing. A true hazardous threat to future patients. FDA safety report ID# (B)(4).